Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report #: 1627487-2016-00112, 1627487-2016-00113 and 1627487-2016-00114. It was reported the patient could no longer receive effective stimulation in her left leg. An impedance check revealed invalid impedances on multiple contacts. As a result, the patient will undergo surgical intervention. The patient was implanted with two 3146 leads with four possible lot numbers. All four leads are being reported because it is unknown which two are currently implanted.

Event description:
Device 1 of 4. Reference MFR report #: 1627487-2016-00112, 1627487-2016-00113 and 1627487-2016-00114. Follow-up revealed one of the patient's leads was explanted and replaced on (B)(6) 2016. It is unknown which lead was explanted. The issue was resolved by surgical intervention.